Manufacturer narrative:
Other relevant device(s) are: product ID: vamf3434c200tj, serial/lot #: (B)(4), ubd: 10-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 70mm thoracic aortic aneurysm and a 90 mm dissection. It was reported that after the procedure the patient¿s condition was stable but the patient expired during hospitalization due to aneurysm rupture of unknown cause. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient has expired.